Event description:
It has been reported to philips that the allura xper fd20 system would not boot up. The system was not in clinical use and no harm had been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The logfile was analyzed but reported problem was not logged in the log file since the system was not booting. The fse identified that there was issue with the host pc. The fse replaced the host pc along with hdd (hard disk drive), and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.